Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 280 mg/dl, moderate to large ketones and vomiting due a kinked infusion set cannula. Reportedly, the customer received treatment in an emergency room. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.